Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side pain and capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, broken shell red particles in the gel and underweight. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening and a sharp edge broken missing assessed as unidentified tear opening and missing piece of the shell. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening an anterior side assessed as an unidentified (tear) opening. A sharp broken a posterior side assessed as an unidentified (tear) opening. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported left side pain and capsular contracture baker grade iii. The device has been explanted.